Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the screen was scratched. Functional testing involved starting the device in application and no problems were found with double beeping. The problem source could not be identified. The downstream occlusion sensor was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited double beep no cassette. No adverse effects were reported.

Manufacturer narrative:
Additional information was received indicating the reported issue occurred during routine testing.